Event description:
It was reported that the patient observed an error code message on their implantable neurostimulator (ins) screener accessory. Specifically, the patient stated the code was "e-r" or could also have been "e-a". It was noted that ever since their 24 inch antenna was replaced with a 36 inch model, the stimulation had not worked well. The patient stated that the stimulation would work for a while (when turned on) but would lose effectiveness and then the error code would appear on the screener. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Adaptor: model: 7495-25, serial#: (B)(4), implanted: (B)(6) 1998, explanted: na; lead: model: 3888-28, lot#: l49422, implanted: (B)(6) 1998, explanted: na; transmitter/screener: model: 3210. (B)(4).

Event description:
Additional information received reported that the patient had no concerns with his device or therapy.